Event description:
On (B)(6) 2012, the patient reported that he woke up with an elevated blood glucose level of 440 mg/dl and his infusion device was turned off. He stated that the device did not provide a warning or display an error message before it shut off. He treated the elevated blood glucose level via insulin injection. His normal blood glucose level is around 148 mg/dl. The patient put a new battery in the device, but it would not turn back on. The patient did not have the device with him at the time of report and was unavailable for further troubleshooting. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.